Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump passed active current test and self-test. No blank display noted during testing. No frozen screen noted. All keypad buttons function properly. No physical or moisture damage noted to keypad assembly. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed failed battery test on (B)(6) 2025 19:02:03.000 in the history files. Verified pump alarmed pump error 43 in pump download history on (B)(6) 2025 19:01:49.000. Verified pump alarmed pump error 41 in pump download history on (B)(6) 2025 19:01:50.000. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and cracked keypad overlay. Blank display was not observed during analysis. Blank display not confirmed. Frozen screen not observed during analysis. Frozen screen not observed. All keypad buttons functioned properly, unresponsive keypad not confirmed. Confirmed cosmetic damage located at the keypad overlay. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. The pump history download confirmed the pump alarmed pump error 43 due to moisture damage to the electronic assemblies. The pump history download confirmed the pump alarmed pump error 41 due to moisture damage to the electronic assemblies. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the down button of the insulin pump being damaged. It was also reported that the pump display was dark and frozen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer mentioned that the pump functionality was affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.